Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x12mm promus premier drug eluting stent was selected to treat the lesion. The physician was trying to load the device into the wire when it was noticed that the tip of the stent was damaged. The procedure was completed with another 2.25x12mm promus premier drug eluting stent. No patient complications were reported.